Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a 40% stenosis due to plaque in the proximal right common iliac artery, the protege ef stent was unable to cross lesion and the stent struts were found damaged. The strut was pre-deployed before entering the lesion, and the stent delivery catheter caused this pre-deployment. Resistance was encountered when advancing the device. The lesion was not pre-dilated, and embolic protection was not used. The procedure was completed using another company's self-expandable stent, and the patient remained safe with no symptoms or complications reported. No patient complications have been reported as a result of this event. Additional information 2025-sept-18: the device safely removed from patient with no intervention required.

Manufacturer narrative:
Product analysis the device was returned with the manifold safety locking pin mechanism was loosened and a portion of the stent was observed to be exposed, the stent was confirmed as 120mm from the strain relief, approx 5mm of the stent was exposed from the device, upon visual inspection, no strut damage was found in the exposed stent. The deployment paddles are approximately 138mm apart the stent was confirmed as 120mm after the deployment by advancing the push grips, with no abnormalities observed, the distal inner assembly was cut just proximal to the stent retainer to allow further testing. Witness marks were noted on the stainless steel hypotube approximately 27mm and 29mm from the distal end of the stainless steel hypotube, indicating that the safety locking pin was tightened in manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.